Event description:
Patient received targis treatment in 2004. Treatment went well. Approx two weeks after the treatment pt had prostatic hemorraging and clots in the bladder. Pt was cauterized and hospitalized for 2-3 days. Pt has fully recovered.